Event description:
A report was received that the patient was experiencing difficulty communicating with her ipg. The patient's ipg was replaced and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty communicating with her ipg. The patient's ipg was replaced and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The device exhibited normal device characteristics.